Event description:
The electrode was used with a covidien ligasure8 generator on unknown settings. Activation and end-tones, indicating a completed seal cycle, were heard but the device did not seal the grasped tissue. The surgeon was sealing soft tissue and veins, less than three millimeters thick. The surgeon did not cut any tissue after seeing there was no sealing effect so there was no bleeding. There was no patient injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or it additional information pertinent to the incident is obtained a follow-up report will submitted.